Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on the evening of (B)(6) 2026, the patient injected 16 units of tresiba as part of her normal diabetes routine while her cgm was reading 146 mg/dl. Around 12:00am, on (B)(6) 2026, the patient had an urgent low alert and the cgm was reading at 43 mg/dl. No bg meter comparison value was reported. The patient was feeling shaky and her heart rate increased. The patient¿s mother gave her a coke as treatment (out of convenience). After several minutes, the patient¿s cgm was reading 112 mg/dl and the patient went back to sleep. After 45 minutes, the patient¿s cgm alerted her again to a value of low mg/dl. No bg meter comparison value was taken. The patient self-treated with sugar water and then the patient went to the emergency room (ER) for evaluation. At the ER, around 3:30am, the patient¿s bg meter reading was tested but the value could not be recalled. However, the patient¿s cgm was reading 90 mg/dl. The patient was treated with IV saline. At an unspecified time later, the patient¿s cgm was reading 112 mg/dl and then 124 mg/dl. Around 8:30am, the patient was transferred to another medical facility. At the second ER, the patient¿s bg meter reading was 243 mg/dl while the cgm was reading 340 mg/dl. At an unspecified time later, the patient¿s bg meter reading was 200 mg/dl while the cgm was reading 250 mg/dl. The patient was ¿fine¿ but still in the ER at the time of report with a cgm value of 290 mg/dl and no bg meter comparison value reported. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b, a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.